Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customers blood glucose level. Reportedly, the pump successfully charged using an alternate usb cable and adapter.